Event description:
It was reported during a right colectomy the surgeon used the tx60b to close the common opening after a functional end-to-end anastomosis but the staple line was not hemostatic. The surgeon used suture to complete the case. There was no consequence to the pt.